Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy on (B)(6) 2012. During the procedure, a pinkish orange round ring piece on the trocar broke apart and was found inside of the patient. The surgeon saw the piece and removed it with a some type of grasper. There was no extra dissection, no patient harm, and the surgeon was confident that the piece had been retrieved. Another like product was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Reducer cap - clear protector dislodges. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The main housing was received in disassembled condition. The outer gasket was found to be separated from duck bill housing - it was returned in a separate bag.